Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. A definitive root cause could not be identified. The device evaluation was unable to reproduce the reported problem and no device problems were found. Based on the results of the device evaluation and available information, the investigation determined the likely cause of the reported event was the endoscope(s) that was connected to the subject device when the indicated phenomenon of "intermittently losing the image" occurred.

Manufacturer narrative:
This supplemental report is submitted to provide additional event related information and initial reporter information. Updates to sections b5, e2, e3 and g2.

Event description:
The user facility confirmed that there was no patient injury that occurred, associated with the reported problem.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center was unable to confirm the reported event. The device passed all functional tests and the video output signals and images tested okay. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported to olympus, during preparation for use, the device is intermittently losing the image. No patient harm or injury reported.